Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin. Ultimately the customer reverted to an alternate method of insulin therapy.